Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident and other value was 92 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose tablets and now blood glucose level was out of range. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege pump was over delivering the insulin. The insulin pump will not be returned for analysis.